Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid noted on the distal conductor (not obstructed). Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that both leads were attempted during the implant procedure, but neither could be used due to the patient's anatomy. The leads were removed and replaced. No patient complications have been reported as a result of this event.